Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer would not update software. It was also confirmed that the display would not stay in place as the upper hinges were broken, and that the power cord bay was broken. It was not confirmed that the printer was not working. It was indicated that the electrocardiogram (ECG) connector was loose and the keyboard was broken. It was also indicated that the programmer had extensive internal corrosion and was unable to be repaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer printer was not working, the programmer wouldn't update software, the programmer screen couldn't hold, and the programmer cord storage was broken. The programmer was returned for service. There was no patient involvement.